Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. The health care professional (hcp) noted that the shock impedance measurements had been stable for some time; therefore, they planned to continue monitoring this patient. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that during a normal device replacement procedure, defibrillation threshold (dft) testing was performed which resulted in a shock impedance of greater than 145 ohms, and a code 1005, indicative of an open circuit condition was detected during shock delivery. The shock did not convert the rhythm. The device and lead were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. The health care professional (hcp) noted that the shock impedance measurements had been stable for some time; therefore, they planned to continue monitoring this patient. No adverse patient effects were reported. The lead remains in service.